Event description:
It was reported that the patient's lead was revised because the silicone of the lead near the pin was worn away. The explanted lead was discarded. No further relevant information has been received to date.

Event description:
It was reported that the surgeon had noticed lead damage at the previous generator replacement surgery in 2017 and at that time determined to replace the lead at the next surgery. No further relevant information has been received to date.